Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. The physician deployed the renu converter and went to advance the gray positioner, it was met with resistance. The physician was able to advance the gray positioner part way then pulled the top cap back down over the tip. When the device was removed, 2 tips of this stent were stuck in the sheath. Area representative was shown pictures by the vascular fellow of this occurrence and looked at the films stored in the x-ray machine. It appears the bottom seal stent was intact upon placement of the device, on the final run, the last stent on the converter was missing. They used a leg extension to extend to the common iliac and it appeared to seal within one stent and the graft material that was missing the stent. Area representative requested pictures to send in with the device but was not able to obtain any. The area representative was not present for the case, this is the information provided to her by the vascular fellow. The device looked good at the end of the case and no endoleak was noted.

Manufacturer narrative:
Event evaluation: still under investigation.